Event description:
Additional information was received that after the valve dislodgement, the valve was above the annulus in the ascending aorta.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth was approximately 4-5 millimeters (mm) on the non-coronary cusp in the cusp overlap view, and 4-5 mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. In this case, the depth was acceptable, and a recapture was not warranted. The valve was released slowly and appeared to be stable immediately after release and remained stable after removal of the delivery catheter system. The subsequent fluoroscopic image reveals that the valve dislodged aortic during removal of the guidewire. Evidence supports that the tip of the guidewire that was used to deploy the valve interacted/ intertwined with the outflow of the valve frame causing it to dislodge aortic. The dislodged valve was snared, and a second valve was implanted. As stated in the IFU, potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Additionally, there is fluoroscopic evidence of an epicardial access with a guidewire and then a catheter. This could indicate a possible attempt to perform a pericardiocentesis for reasons that are unknown. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the starting point deployment was mid pigtail. The direction of valve dislodged was aortic.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a strongly elliptical annulus and left ventricular outflow tract (lvot) as well as strong hypertrophy of the left ventricle. Pre-dilation was not performed. Positioning of the valve was not easy because the valve had a tendency to dislodge. The valve was positioned at a depth greater than 3mm but still acceptable. Upon release the valve remained stable, however upon removal of the guidewire (innowi tsx 40 stiff wire) without the pigtail catheter, the curl of the guidewire got caught in the frame of the valve causing a dislodge. The valve was snared and a second valve was implanted with no gradients or regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (unknown); product type: 0195-heart valves product ID l-evprop23-29 (unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.